Event description:
It was reported that the patient experienced a loss of therapeutic effect. After the patient stepped down "the wires "migrated" and were not "parallel anymore." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.